Event description:
Device malfunction: device #1 difficult to insert. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the physician was unable to connect the introducer hub of the sheath with the clip applier. The device and sheath were replaced with a second starclose se device with the same results. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
Device #2: part #14679-02, lot #73036-6h is being filed under a separate medwatch MFR number. The device is expected to be returned for evaluation. It has not yet been received.